Event description:
Customer reported that the quick bolus/wake button on the pump was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer was advised by technical support to press the button with support at the bottom of the pump, but continued to experience difficulty. Consequently, technical support arranged for a replacement pump while the customer decided to continue using the current pump and declined an out-of-warranty loaner pump.